Manufacturer narrative:
Product complaint # (B)(4). Device returned. Reporter is a synthes rep. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection, a flexible screwdriver was broken/cracked and a universal chuck with t-handle was broken and not working. There as no patient involvement. This complaint involves two (2) devices. This report is for one (1) universal chuck with t-handle. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: service and repair evaluation: during inspection, a flexible screwdriver was broken/cracked, and a universal chuck with t-handle was broken and not working. The repair technician reported handle is bent and the roll pin is missing. Bent is the reason for repair. The cause of the issue is unknown. The following parts were replaced: roll pin, ring cover, threaded and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on apr 29, 2020 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 393.10. Synthes lot number:9512091 . Supplier lot number: n/a. Release to warehouse date: oct 02, 2018. Expiration date: n/a. Manufactured by synthes monument. No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.